Event description:
Even though thrombolysis was performed by using a microsoft stream because of the acute percutaneous transluminal angioplasty (pta), the procedure made the transition to rescue pta. After pta, the angioplasty of the lesion was in good condition, but a thrombolic material was found at the distal end of the lesion. When the transend ex .014"/205 soft tip guidewire was pulled out and checked, peeling over 1.5-cm of its coating was found. The physician said that the coating that peeled off could have been the embolic cause. When the embolic material was found, the pt's conditon worsened after the pta. The next day the condition of the pt improved. The product was "annulled in the hosp."